Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to infection. Reportedly, the caller was asking for the magnetic resonance imaging (MRI) conditional of the system. No adverse patient effects were reported. The ra lead was explanted.